Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry (ipr) that an edwards bioprosthetic mitral valve was explanted after one (1) month of implant, and was replaced with the same model edwards valve. Despite multiple attempts by edwards, the healthcare provider has not provided any details regarding the reason for this explant, and the device has not been returned for evaluation. No further information has yet been provided.

Manufacturer narrative:
Report of an explanted mitral bioprosthetic valve after one (1) month due to unknown reasons. The healthcare provider has not provided any additional information regarding this event despite attempts by edwards. Without additional information and/or device return, the reason/root cause for this explant cannot be identified or evaluated at this time. Edwards will continue to review and monitor all events.

Event description:
Information received from customer indicates patient expiration occurred on (B)(6) 2014. Several attempts to obtain additional information on the event and cause of death have been made. No further information has been provided. Should new information be received at a later date, a supplemental will be submitted.